Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's implantable cardioverter defibrillator (ICD) was undersensing, had sensing issues on the discrimination channel, and had a loss of defibrillation therapy. The patient had an arrhythmia. The ICD was successfully reprogrammed. The patient was stable throughout procedure.